Event description:
During use of an outback catheter, it was reported that the tip of the outback catheter detached during an intervention inside of the vascular system of the patient. It was not possible to retrieve the tip and therefore it stayed in the iliac artery. A stent was used to fix the detached tip against the vessel wall. The target vessel was heavily calcified and resistance was experienced several times during handling of the catheter. Several attempts to get additional patient and procedural from the physician have been unsuccessful.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided by the affiliate. The (B)(6) female patient had paod stadium IV in the right leg. There was occlusion of the right common iliac artery. The procedure was subintimal recanalization of the seriously calcified vessel, using the outback cto catheter system. The catheter tip got stuck in apical part of occluded vessel segment and broke; the t/l mark included, with no risk of dislocation; outback system was withdrawn. Endoluminal recanalization of vessel with steerable catheter and wire with hydrophil coating successfully performed with implantation of self expandable nitinol stent (8/80 mm). The broken tip is located inside the vessel wall, outside of the stent. Complaint conclusion: during use of an outback catheter it was reported that the tip of the outback catheter detached during an intervention inside of the vascular system of the patient. It was not possible to retrieve the tip and therefore it stayed in the iliac artery. A stent was used to fix the detached tip against the vessel wall. The target vessel was heavily calcified and resistance was experienced several times during handling of the catheter. The (B)(6) female patient had paod stadium IV in the right leg. There was occlusion of the right common iliac artery. The procedure was subintimal recanalization of the seriously calcified vessel, using the outback cto catheter system. The catheter tip got stuck in the apical part of the occluded vessel segment and broke. The outback system was withdrawn and endoluminal recanalization of vessel with steerable catheter and wire was successfully performed with implantation of a self expandable nitinol stent (8/80 mm). The device was not returned for investigation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU notes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Based on the information available for review, the patient¿s anatomy (heavy vessel calcification) and procedural factors (multiple attempts experiencing resistance) are most likely contributing factors to the tracking difficulty resulting in separation of the distal tip. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.